Event description:
N/a.

Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed from the evaluation. The unit was received without 6in transitional. The evaluation showed that the base handle was closed without 6in transitional installed and deformed hole. The shock cushion, adjustment wrench threads, and 1/4in pin are worn. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. Unit has exceeded its expected life of 7 years (manufactured in 2008).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the transitional member on the mayfield ultra base unit (a2101) does not insert to socket. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.